Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Vibrates off: oral-b [device breakage]. Brush head of the toothbrush does not stay in place properly. Oral-b [device connection issue] . Case narrative: female consumer via e-mail stated that the oral-b toothbrush head did not stay in place properly and always vibrated off of the oral-b toothbrush, type 3765, with brushing. No injury was reported.